Event description:
The customer reported that the ortho provue analyzer interpreted the results of antibody screen testing as negative for 3 known positive patient samples. Two samples were known to be positive for anti-e, one was known to be positive for anti-c. The customer was performing validation testing at the time of the incident; no patient samples were being processed preventing erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer visited the site. The fe indicated that the syringe was not functioning properly, leading to incorrect dispense of fluid volume. Repairs have returned this analyzer to expected operation. There has been no report of further problems.